Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported a potential over infusion event involving magnesium sulfate. The rn used device interoperability to program the magnesium sulfate 2g/50ml bag. It was supposed to run over 2 hours and instead, it was noted that the pump alarmed "air-in-line" and the bag was found empty after about 20 minutes. The magnesium sulfate was programmed as a primary infusion and its short set is connected to another primary set wherein normal saline was infusing through a separate pump module. The event occurred at the facility's infusion center where they use short tubing sets that are 119cm long (14ml). There was patient involvement but no patient harm.